Event description:
The following has been reported: nurse reported: rn attempted to remove emend at secondary site on ivenix cassette when identified the blue piece was loose and also twisting off with the emend connection. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.